Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that this lead was returned with the extracting stylet returned stuck in the tip segment of the lead. Additionally, it was noted that the lead was severed 143 mm from the terminal pin. Two segments were returned with the mid-body segment of the lead missing. Visual inspection revealed coil deformation and lead body damage, including tears, punctures, and cuts in the insulation. Laboratory analysis determined that the damage was likely induced during the explant procedure. A resistance test was completed to assess the lead segments' electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high thresholds, loss of capture, low pacing impedance measurements (<200 ohms), noisy signals noted on the pacing system analyzer (psa), and undersensing. It was suspected that there was insulation damage. Additionally, the lead insulation was damaged when the physician pulled the lead for extraction. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported.